Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon opening the sterile package of the sensor applicator there appeared to be dried blood on the sensor. Additional information from the patient received via voicemail, stated that the substance was on the cartridge as well. Also, that it may have been dirt and it came off on their fingers. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and it was observed that there is unidentifiable deris inside the applicator barrel of the sensor. The collar was not retracted; however, the sensor needle was exposed. The customer complaint was confirmed by the findings of an unknown substance inside the applicator. A root cause could not be determined.